Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on(B)(6)2024. The patient experienced missing wire after removal which occurred the day the sensor had been inserted in the arm. According to the report, the wearable failed (240718-007656), and when the wearable was removed, the wire was retained. The patient also reportedly experienced bleeding the same day (240718-009602). The patient went to the emergency department (ed) and underwent a minor operation where the doctor applied local anesthesia (lidocaine) and removed the sensor wire successfully. The patient reportedly verified during the call that no other medication was given other than the lidocaine. At the time of the report, the patient was already totally fine after she went to the hospital and returned home. There was no documentation of further medical evaluation or intervention. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.